Manufacturer narrative:
The reported event is inconclusive due to poor sample condition. It is unknown whether the device had met relevant specification. Sample was evaluated and the returned catheter length was measured only at 12.5cm. Water able to flow through lumen but catheter unable to be inflate and deflate due to poor sample condition. No abnormality observed on the returned syringe and no dent or crack on valve observed. Unable to determine what elements existed during the placement and use of the catheter due to poor sample condition. A potential root cause for this failure mode could be thin rubberize wall. Example: causing collapse pinched inflation lumen under the balloon. A review of the device labeling has been conducted for investigation purposed. A review of the lot file showed no rejects or rework associated with this issue. For the affected date code, the rejected units were recorded as in process scrap and will be disposed of after inspection. No non conformities or discrepancies were identified in any of the dhrs. Therefore, no additional action required at this time. Corrections made to tab(s) d and h. Initial reporter complete facility name: (B)(6). This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use in the patient, the foley catheter balloon water could not be removed at the time of catheter removal. The balloon fixation water did not come out when removing the tube from the patient.

Manufacturer narrative:
Initial reporter name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use in the patient, the foley catheter balloon water could not be removed at the time of catheter removal. The balloon fixation water did not come out when removing the tube from the patient.